Event description:
The customer reported that the 840 ventilator was inoperable. Malfunction did not occur during pt use. Reportedly, the customer did not attach the ground harness or use the new data harness supplied with the keypad. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).